Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that the pt woke up and felt ill and very hungry. The display of her infusion device was blank. They inserted a new battery into the infusion device and the device did not respond. The pt switched to her backup infusion device. Her blood glucose measure "hi" on her blood glucose monitor. Her normal blood glucose level is 10 mmol/l (180 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.